Event description:
Surgeon was performing a craniotomy and oil was leaking from motor/attachment onto patient. Procedure was continued using another attachment; cust. Not sure which attachments were used and will send all items.